Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose level was unknown at the time of the incident. The customer noticed the air bubbles during therapy and they were not soda sized. The customer was assisted in troubleshooting and advised to perform fill reservoir. It was reported that the air bubbles were not removed. The customer also reported that the p-cap on the reservoir was very tight. The reservoir will not be returned for analysis.